Manufacturer narrative:
Customer reported that device was evaluated by their lab and reported that device passed infusion testing. Upon receipt of the device from customer, device underwent 4 add'l volumetric evals by failure analysis. Device passed volumetric evals and tested within specs. Investigation results: the complaint was not confirmed for the reported issue. The 4x volumetric of 120 ml/hr and 10 ml tested within specs: 1st test: 9.9ml or 99% of expected volume; 2nd test: 9.8 ml or 98% of expected volume; 3rd test: 9.8 ml or 98% of expected volume; 4th test: customer set tested in spec at 9.8 ml or 98% of expected volume. Preventative maintenance was also performed. There is not sufficient info available to determine root cause for reported complaint. Ongoing communication with customer to collect add'l info is still in progress so that root cause can be determined for reported issue.

Event description:
It was reported initially by customer that device caused over-infusion to pt. Through several attempts to gather more info from customer, it was reported by customer that nurse marked bag and upon checking infusion, bag appeared to be missing 175 ml. Customer stated that there were no add'l details about event that could be provided at this time. Customer reported the pt experienced no adverse affect as a result of reported issue. Customer reported that pt is doing fine.